Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was indicated for dvt and chronic bilateral pulmonary emboli. The right groin was prepped and draped in the usual sterile fashion and access was gained into the right common femoral vein. A glidewire was advanced into the lower inferior vena cava. The introducer sheath was advanced over the wire and venacavogram was performed. The filter was successfully deployed within the infrarenal portion of the widely patent inferior vena cava. A repeat venogram demonstrated good placement of the filter with no evidence of migration. One strut was noted to partially traverse the right renal vein; however, was not felt to be occlusive. The catheter was removed and hemostasis was achieved with direct pressure. Approximately one month post filter deployment, the patient was admitted to an outside hospital which diagnosed her with fungemia and started her on IV antifungals and antibiotics. A subsequent work-up identified an ivc filter that was dislodged from its original place. The patient was then transferred to another hospital with a primary diagnosis of back pain and numbness in her bilateral lower extremities. MRI scan confirmed a bulging disk at l5-s1. It was determined that the filter was not causing any symptomatic problems to the patient at the time. Once her infective problems were resolved, the patient was to be treated surgically for the disk bulge. The patient was discharged to a nursing home for continued IV antifungal and antibiotics as well as pain management. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed; upon a venagram following deploy one filter strut was identified to be traversing the right renal vein. Approximately one month post filter deployment, the ivc filter was noted to be dislodged from its original place. Based on the medical records, the investigation can be confirmed for unintended movement for the strut that was traversing the right renal vein. Per the provided medical records, one strut of the filter was noticed to be traversing the right renal vein during post deployment imaging. The alleged dislodged filter that was identified one month later at the outside facility most likely identified the strut in the renal vein. It is unknown how the strut became located in the renal vein. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: do not deploy the filter prior to proper positioning in the ivc, as the eclipse filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Never re-deploy a removed filter. Movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: position the filter snare hook 1cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Direction for use - implantation: select the optimum location (for example 1cm below the lowest renal) for filter placement and measure the ivc diameter. Prior to deployment, verify the location of the filter within the sheath using fluoroscopy and confirm that the filter snare hook is 1cm below the lowest renal or is in the intended location in the inferior vena cava. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The vena cava filter was deployed infrarenally. Post deployment imaging demonstrated one limb partially traversing the right renal vein. This was not felt to be occlusive; therefore, no attempt was made to retrieve or reposition the filter. Approximately one month post filter deployment, imaging identified the ivc filter to be dislodged from its original place, but not causing any symptomatic problems to the patient at the time. No additional medical records were received for this patient.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, the ivc filter was noted to be dislodged from its original place. Around eight years and six months later, computed tomography of abdomen and pelvis showed filter tilt, with persistent strut penetration and strut fracture posteriorly. Medially located strut contacts the anterior aspect of the abdominal aorta. Therefore, the investigation is confirmed for filter limb detachment, filter tilt, perforation of inferior vena cava and unintended movement of filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Post deployment imaging demonstrated one limb partially traversing the right renal vein. Approximately one month post filter deployment, imaging identified the inferior vena cava filter to be dislodged from its original place, but not causing any symptomatic problems to the patient at the time. After some times from post filter deployment, it was alleged that detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.